Manufacturer narrative:
Concomitant products: product ID 8840, serial# unknown, product type programmer, physician; product ID 3889-28, lot# va02m44, implanted: (B)(6) 2013, product type lead; product ID 3037; serial# (B)(4), product type programmer, patient; product ID 3095-10, serial# (B)(4), implanted: (B)(6) 2013, product type extension; product ID 8840, serial# unknown, product type programmer, physician. (B)(4).

Event description:
It was reported that the hcp initially had to interrupt telemetry during the printing process to reposition the 8840 programming head over the ins because the ins was rotated and sitting on its side. This resulted in an "a8" error while exiting the session. It was noted that the hcp was able to print successfully and received all the info from the report. It was also reported that the patient had more urge incontinence at night and was having more accidents at night. The hcp stated that the patient might have a uti, but the results were pending. It was noted that the patient did have a fall about six weeks ago, and thought that her urge incontinence had gotten worse compared to when she first had the implant. All impedances were normal, and it was reported that the hcp was tentatively planning on seeing the patient (B)(6). It was noted that the hcp had not tried to do any reprogramming yet. Additional information has been requested, but was not available as of the date of this report.